Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (air). There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak and damage to the clip introducer. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. When inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was noted. The cds was pulled back and it was noted the clip introducer was torn. The cds was removed and replaced with a new one. The cds was advanced and the leaflets grasped however the mean pressure gradient increased to 10mmhg. The leaflets were ungrasped and the cds and clip removed. Another clip was able to be implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.